Event description:
The intended procedure was completed using a similar device.

Manufacturer narrative:
Correction to b5/e2/e3/g2 as information was inadvertently missed on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely a faulty mouthpiece caused the image to flicker, however, the cause of the faulty mouthpiece could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center image was dropping. The issue was found during inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
E2 marked in error. During evaluation, the following were found: externally, the device is in a good condition with no abnormalities or defects detected, internally, the device was in a good condition with no abnormalities or defects detected. When tested, it was found that the image was flickering and after a while there was no image. The fault was located to the mouthpiece, this was tested with a known good mouthpiece which rectified the issue. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.